Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat a degenerative mitral regurgitation with a grade of 3-4. Two clips (70601u131, 70616u289) were implanted, reducing mr to 1. Approximately one year later, the patient was re-hospitalized with shortness of breath. The mr had increased to 2. Echocardiogram was performed which revealed that one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2018, a trans-catheter valve replacement was performed and mr was reduced. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which of the two clips resulted in a single leaflet device attachment (slda); therefore, the expiration dates of each of the 2 implanted clips are: part / lot number: cds0501/70601u131, expiration date: 02-jun-2018, part / lot number: cds0501/70616u289 expiration date: 19-jun-2018. The device was not returned for analysis. A review of the complaint history for both lots did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported slda in this incident could not be determined. The reported recurrent mitral regurgitation (mr) appears to be due to the slda and the reported dyspnea was likely the secondary effect of the recurrent mr. The reported patient effects of worsening mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.